Manufacturer narrative:
In the event the device was returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported there was purulent drainage at the ipg site. Antibiotics were prescribed for 10 days. Cultures showed no growth. The physician decided to explant the scs system.